Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Event description:
Additional information was received and it was reported that during a transesophageal echocardiography (tee) procedure, the transducer displayed a us acquisition hw error when it was connected to the system. The transducer was replaced to complete the intended procedure. The procedure was delayed for several minutes while the replacement transducer was retrieved. There was no loss of data and there was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), update the device available for evaluation (see section d10), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. During the investigation, the system error message was reproduced and leakage test failed with articulation sleeve hole by material quality. Liquid infiltration via the articulation sleeve hole could affect electrical leakage and malfunction inside transducer. A new articulation sleeve material has been implemented since september 2016 as an improvement action. This defective transducer was prior to the corrective action.